Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula (pcs) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Fa also identified a failure that was not reported by the customer. The instrument was found to have multiple mechanical indentations on the proximal clevis. This failure is most commonly caused by mishandling/misuse. Instrument log review: a review of the instrument log for the pcs (part#-470184-13/n10190306 0009) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sk2524. The alleged event occurred on the 3rd use of the instrument. No error would appear in the logs for this type of reported issue. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photo or video was provided by the site for review. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the operating room (or) team heard a "click" sound and then a wire from the permanent cautery spatula could be seen at the tip. Following this, the reporter indicated the rotation of the instrument could not be performed. The procedure was reportedly completed with the same instrument with no reported injury.